Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Event description:
It was reported that the patient had a breach in aseptic technique, further described as the patient did not clean the area before starting the peritoneal dialysis (pd) therapy and reused equipment during pd therapy, and acquired peritonitis. The patient was not hospitalized for this event. The patient was treated with injection of vancotroy (2 gm stat, ip, repeated in 7 days) and gentamycin (20 mg, ip, once daily for 14 days). It was not reported if the patient was retrained on the proper aseptic techniques. At the time of the report, the patient outcome was unknown. No additional information is available.